Event description:
A surgical account manager reported that during an intraocular lens (iol) implant procedure, lens was inserted into the bag trailing haptic was broken off. Additional information was received stated that the trailing haptic was found to be broken once the iol was inside the eye after ejecting from the cartridge. Surgeon opinion the cartridge contributed to this outcome. A slight tilt noticed in the position of the iol. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the broken haptic were returned in the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. There was no damage to the device. The broken haptic (gusset area through distal tip) was returned in adhesive tape, wrapped around the exterior of the device barrel. A non-qualified viscoelastic was indicated. The root cause for the reported broken haptic may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an alcon qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. In addition, the IFU instructs after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).